Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially report received from consumer stated that after using a newly opened clear care bottle, they began seeing halos and rainbows around lights. Optometrist examined consumer¿s eyes and found no issues. The symptoms continued even after switching to a new pair of contact lenses. The consumer tried using an older clear care case with a vent but still experienced halos, dryness after a few hours, blurry vision, burning, and eye pain. A few days later, consumer tested clear care in one eye and a different solution in the other. After this test, consumer developed a large corneal abrasion in the left eye. The doctor confirmed this and prescribed unspecified eye drops and advised to stop using contact lenses. Additional information received from the consumer stated that they have used the product as per the instruction by rinsing lenses for seconds, filling to the marked fill line, observing normal bubbling, upright case storage, and no overflow, shaking, or contamination. Consumer reported that after performing comparison test that resulting in pain and excessive tearing in the eye exposed to clear care. The consumer sought urgent care and was verbally diagnosed with a large corneal abrasion in the left eye, confirmed by fluorescein staining, with no discharge reported. Symptoms subsequently resolved after discontinuing clear care and completing moxifloxacin antibiotic eye drops treatment four times daily for seven days. The consumer also reported there was no change in vision as assessed by the snellen chart. The current status of the consumer¿s eye was symptoms resolved at the time of this report. No additional information has been requested.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).